Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery was performed to fix l2/s2 on (B)(6) 2019 due to lumbar kyphosis by using rod (p/n: 179762480, presumptive lot number is bdj3hsk or bdlp2tx), s1 screw (expedium cfsf7.0×40mm, p/n and lot # were unknown), and s2 screw (saif 9.0×80mm, p/n and lot # were unknown). On unknown date, the surgeon recognized that the implanted rod (p/n: 179762480, presumptive lot number is bdj3hsk or bdlp2tx) was broken at l5/s1 left under x-ray. Thus, the revision surgery was performed on (B)(6) 2019 to revise the rod to new rod (p/n: 196789480) and replaced s1 screw to expedium cfs f8.0×40mm, and s2 screw to saif10.0×100mm. Also, in the same surgery, reinforced surgery was performed to l2/s2 right by using another manufacturer¿s domino and new rod (p/n: 196789480) while keeping in the patient's body already implanted rod (p/n: 179762480, presumptive lot number is bdj3hsk or bdlp2tx). There was no information of the surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Received device at us cq was visually inspected. Rod was received with two portions. The fractured surfaces also exhibit minor scratches and smooth shiny areas indicative of two surfaces rubbing against one another post-fracture. Visual inspection under 10 x magnification of the other end of rod suggests that surfaces show highly irregularly shaped faces from either ductile failure and/or in vivo fretting. Received xrays also confirms of the breakage of the rod post-operatively. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.